Event description:
We were informed on february 23, 2024 that the patient underwent a procedure in which their nevro leads were explanted due to significant lead migration. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).